Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Note: to be clear, it is unknown which serial number lead is the right lead and which is the left lead.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 3006705815-2020-01333. It was reported the patient experienced ineffective stimulation. No patient trauma was reported, and reprogramming was unable to resolve the issue. The physician determined the primary lead was originally placed slightly too laterally for the patient¿s target pain area. To address the issue, on (B)(6) 2020, the physician repositioned the patient¿s right lead to a new location. The physician also cut the patient¿s left lead at the anchor site and left the proximal end plugged into the ipg insitu. The distal end was discarded. No further intervention is planned, and stimulation was established with the single lead.